Event description:
It was reported that an ilet pump exposed to freezing temperatures would not power on despite charging, with the user describing the device as unresponsive and referencing difficulty using the touchscreen. Customer care provided support that included communication with the user regarding warranty and the return of the defective device including replacement logistics. Investigation of this case revealed a device button/touch input issue associated with the touchscreen, with a software problem identified. Symptoms included the user stating they felt unwell. Outcomes included no reported health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.